Manufacturer narrative:
(B)(4). The reported difficult to open and close the clip/clip arm actuation difficulty could not be replicated in a testing environment as the mitraclip delivery system/cds was returned without the clip. Additionally, the reported, failure to adhere or bond and image resolution poor could not be replicated in a testing environment as it was likely related to patient anatomy/procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond appears to be a combination of patient morphology/pathology and procedural conditions. The reported poor image resolution is related to procedural condition as difficulty was experienced visualizing the devices during the procedure. A definitive cause for the reported difficult to open or close (clip closing upon retraction of dc handle) could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional mitaclip is filed under a separate medwatch report.

Event description:
This is filed to report the clip actuation issue (closing). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 3-4. Imaging was difficult. The first clip delivery system (cds) (70816u124) was advanced to the mitral valve, visualizing the clip was difficult due to imaging. Prior to lowering the grippers; grasping was difficult because as the cds handle was retracted the clip kept closing; enough leaflet could not be grasped. After half an hour, the clip was removed. A second clip (70816u213) was advanced to the mitral valve, and the same issue occurred; prior to lowering the grippers; grasping was difficult because as the cds handle was retracted the clip kept closing. However, this time the leaflets were able to be grasped and the clip was implanted. Mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay. The patient is stable. No additional information was provided.